Event description:
A customer contacted baxter's global technical service center to report a system error (se) 2240 with the homechoice (hc) machine during dwell 1. The home patient (hp) stated that the supply bag fell and disconnected from the line. The hp cycled the power to clear the alarm and the technical service representative (tsr) advised the use of new disposables. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the peritoneal dialysis (pd) registered nurse (rn) on (B)(4) 2010. The pd rn stated that the patient was doing fine and was continuing therapy as usual. The patient was aware of the proper procedures.

Manufacturer narrative:
(B)(4). Sample was discarded.